Manufacturer narrative:
(B)(4). Were staples deployed prior to the firing knob breaking?-almost 60% of staples were deployed and then suddenly knob broke down. If yes, what was there appearance (b-shaped or irregular)?- staples were in their proper shape. Did the device cut prior to the firing knob breaking?- device actually worked accordingly but suddenly after 60% firing, knob broke down. If staples were deployed and tissue cut was the firing sequence able to be completed?- surgeon somehow managed to complete the sequence and opened the gun the analysis results found that the ntlc55 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an esophagectomy procedure, the device was used to make tube of stomach. As the surgeon started firing, the firing knob of the newly opened gun broke down. Another like device of a different product code was used to complete the procedure. Delay of ten minutes and blood loss of 10ml.